Event description:
It was reported that conflicting battery data was observed. Via the programmer, the estimated longevity was displayed in months on the fastpath summary and in years on the wrap-up overview screen. The battery impedance was 28.7 kohms with 2.76 v.